Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter between the 6 and 7 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advise patient line inserted for long term therapy. Patient at home with line in situ, visiting health carer noted dressing was wet. Dressing removed and attempted line flush, saline leaking from 6.5 cm mark and split in the line noted. PICC line removed after consultation with medical staff. Line secured with transparent dressing, securacath retainer placed. Additional information received on (B)(6) 2024: it was reported the securacath was secured at 6.9 cm. PICC was last dressed on the (B)(6) 2024, the dressing was due to be changed on the day patient was seen in ed. There was a kink noted at the 4 cm mark, posed no issues or splits noted around this. The PICC was being used for fulfox chemotherapy, had first dose on the (B)(6) 2024. Device was not used for CT scan. Chloraprep was used to clean the site. There was no patient harm noted at the time of removal, but the patient did present back to the ed 2 days post removal, complaining of right upper arm swelling, pain, and redness. The patient's chemotherapy had to be rescheduled, and unable to be administered until the (B)(6) 2024. Patient also had to have another PICC inserted.

Event description:
It was reported that staff advise patient line inserted for long term therapy. Patient at home with line in situ, visiting health carer noted dressing was wet. Dressing removed and attempted line flush, saline leaking from 6.5cm mark and split in the line noted. PICC line removed after consultation with medical staff. Line secured with transparent dressing, securacath retainer placed. Additional information received 7/29/2024: it was reported the securacath was secured at 6.9cm. PICC was last dressed on the (B)(6) 2024, the dressing was due to be changed on the day patient was seen in ed. There was a kink noted at the 4cm mark, posed no issues or splits noted around this. The PICC was being used for fulfox chemotherapy, had first dose on the 17/04/24. Device was not used for CT scan. Chloraprep was used to clean the site. There was no patient harm noted at the time of removal, but the patient did present back to the ed 2 days post removal, complaining of right upper arm swelling, pain, and redness. The patient's chemotherapy had to be rescheduled, and unable to be administered until the 19/06/24. Patient also had to have another PICC inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.